Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one x-port isp implantable port with an attached catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. The port was patent to both infusion and aspiration without issue. No leaks were observed throughout tests. Thus, the investigation is inconclusive for the reported port found blocked issues as the sample evaluation results indicating no difficulty/issue under laboratory conditions may not be representative of the condition of the device during use. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using an x-port isp implantable port. 4 months, 2 days post the procedure, during the third cycle of chemotherapy, the port became blocked. Subsequently, on (B)(6) 2025, the port was removed from the patient in a minor operating theatre. The current status of the patient remains unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure performed using an x-port isp implantable port. During the third cycle of chemotherapy on (B)(6) 2025, the port became blocked. Subsequently, on (B)(6) 2025, the port was removed from the patient through a minor operating theater procedure. The present condition of the patient remains unknown.